Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture. The device was reprogrammed. The patient was fine and would continue to be monitored.

Event description:
New information reported that the device was explanted and replaced on (B)(6) 2017. No patient symptoms were reported.